Event description:
Baby was on a cardiac monitor. The parents came in and found the monitor turned off. The nurse turned the monitor back on but, the monitor went blank again. The baby was moved to a different monitor. The nurse checked later and found the cord had worked itself loose. Monitor did not alarm when it went blank.====================== manufacturer response for monitor, physiological, dash 4000======================our biomed dept was contacted and came to the unit, inspected the device and made sure all cords are connected and also checked the battery.